Event description:
It was reported that the ilet displayed alert 36 indicating an invalid hall sensor state, prevented insulin delivery, and blocked meal announcements with an ¿unable to proceed¿ message despite a restart, consistent with a failure to infuse involving the motor component. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a motor-related failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.